Event description:
Baxter (B)(4) received a report that an folfusor leaked during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Upon sample receipt, the device contained approximately 110 ml of fluid in the bladder. No evidence of leak or backflow was noted at the fill port when the fill port cap was removed. A functional leak test was also performed by manually filling the sample with green water to their nominal volume. During and after fill, no evidence of leak (backflow) was observed. After a 24-hour period of monitoring, no signs of leakage were noted on any part of the infusor device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.